Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior, crease fold, white calcification on the shell, and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on fill channel and three striated openings on anterior, posterior and patch. Based on the device analysis the final assessment is: - a sharp opening on fill channel assessed as an unidentified (tear) opening. - three striated openings on anterior, posterior and patch assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange from textured to smooth. Device has been explanted.